Event description:
The following information was reported: the radiologic technologist was prepping the balloon and the indicator came out but there was no extra saline coming out of the back end, as normally it's done. The balloon ruptured. Manual compression was applied for roughly 10 minutes and femostop was placed to achieve hemostasis. The patient was not hospitalized. In the doctor's opinion, the event was caused by the mynx device/mynx procedure. Procedure type: diagnostic vessel location: femoral stick location: femoral head sheath size: 6f vessel size: 5-7 mm.

Manufacturer narrative:
An attempt to inflate the balloon from the returned device revealed a leak. Visual inspection at high magnification confirmed that the source of the leak was a taper to taper tear in the balloon, approximately 2 mm from the balloon proximal tip. The balloon appeared to be intact with both ends of the balloon still attached to the device. There were no missing pieces. The balloon loss of pressure was caused by a taper to taper tear in the balloon, approximately 2 mm from the balloon proximal tip. Based on the information provided and the investigation performed, the root cause of the tear could not be conclusively determined. The review of the lhr (f1509801) indicated that the device lot met all established performance criteria prior to shipment. (B)(4).